Manufacturer narrative:
Additional information received indicates that the patient's driveline exit site (dles) infection and aortic abscess were treated with intravenous (IV) zosyn with a plan to continue it for six weeks. The patient's medical team reported that the source of the patient's sepsis was the aortic abscess. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient's recent driveline infection. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted to hospital with malaise after having been seen at her routine clinic visit.  On admission, she was noted to have slight leukocytopenia.  Cultures of her driveline exit site (dles) revealed (B)(6); while blood cultures were positive for enterococcus faecalis.  A computerized tomography (CT) scan revealed an aortic abscess.  The patient was treated with intravenous (IV) zosyn with a plan to continue it for six weeks.  The patient's medical team anticipates that the patient will then require chronic oral suppressive therapy after that.  The medical team has no plans to treat the patient's aortic abscess with surgical intervention at this time. The patient was discharged home on (B)(6) 2016 and is reported to doing well by home health nursing personnel.